Manufacturer narrative:
Unit passed displacement test, basic occlusion test, pump failed prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test and excessive no delivery test. The motor was tested outside the device and passed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm and drive support cap was normal. Customer was able to successfully clear the alarm and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.